Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bump in biopsy channel, leakage from biopsy channel, leakage from rubber distal, blocked irrigation (water flow), plastic distal end cover insulation failed, scratches throughout the device, blocked nozzle, distal end rubber wear, and deformed bending section. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had a bump in biopsy channel during reprocessing. During inspection and evaluation, the customer clarified that the material is a body fluid impregnated on the surface of the equipment derived from poor reprocessing. Dirt on the objective lens, dirt on the light guide lens, and detachment, discoloration, dullness, and corporal fluid adhesion of distal end glue. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.